Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they attempted to place a capsule but the delivery device malfunctioned not allowing the clip to be placed. The delivery device was removed from patient without incident.